Manufacturer narrative:
(B)(4). The actual date of the onset of peritonitis was unknown; however, it was reported that the patient was diagnosed with peritonitis sometime between (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had a break in aseptic technique further described as somebody touched the transfer set during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was diagnosed with peritonitis while being hospitalized for an unrelated issue. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with vancomycin (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from peritonitis. On an unreported date, the patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available.